Manufacturer narrative:
Field service engineer (fse) found the monitor arm potentiometer b was not functioning properly. The gear set screw on potentiometer shaft was loose which allowed allowing gear slippage. Since this had happened previously on this unit, fse replaced the b potentiometer and calibrated monitor position per hydravision dr service manual 4041004 . Fse then completed checkout per service checklist (B)(4) and returned unit to the customer for service.

Event description:
Customer reports via phone that during an undetermined urology procedure, the table tilting motion failed. Customer provided no further procedural or patient information, other than to say the patient is fine. No reported injury.